Manufacturer narrative:
The patent's weight is unknown. This information was not available from the facility. The angiosculpt got stuck in the patient and excessive force was applied in order to remove from the patient. Upon removal, a dissection was noted, thus a stent was placed to treat the lesion, resulting in additional intervention performed by the physician. Patient information regarding relevant tests/laboratory data or medical history is unknown. This information was not available from the facility. The angiosculpt device was returned for evaluation. Visual examination found a damaged scoring element. The scoring element struts were lifted and pulled distally. In addition, the transition tubing was twisted. Per the IFU, arterial dissection is listed as a possible adverse effect of the procedure. The physician stated that it is likely the scoring element got caught on a piece of calcium, resulting in the excessive force applied in order to remove from the patient.

Event description:
The angiosculpt device worked, however during removal, it got stuck in the patient. The physician had to pull dangerously hard to get the device out and a dissection was noted. The physician had to re-balloon the area and placed a stent from mid-popliteal back, proximal to the sfa dissection. It is unknown why the device malfunctioned, but the physician believed the scoring element got caught in a piece of calcium.